Event description:
Pump was implanted by a surgeon. Pt returned to home state for follow-up. At 3 weeks post implant, device was explanted for a reported "overwhelming staphylococcus aureus" infection. No other details are known about the infection. Baclofen was used in the pt's pump with reported "excellent" results. Pt received antibiotics post explant and recently has inquired about when reimplantation with a new pump can occur.